Event description:
It was reported that right hip revision surgery was performed due to pain, mobility issues and elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, mobility issues and elevated metal ion levels. During surgery the bhr head was removed. It was also noted that a competitor¿s femoral stem (stryker), femoral head (zimmer biomet) and admx liner (stryker) were implanted at the time of revision, alongside the remaining bhr cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient continued to have pain and discomfort after the revision and workup for infection and metal hypersensitivity were negative. During the revision samples were taken from the clear yellow joint fluid and sent for microbiological analysis, samples from the pseudo capsule were sent for pathological analysis to evaluate for alval (aseptic lymphocyte-dominated vasculitis-associated lesion) and hypersensitivity reaction. Results were not provided and it remains unclear whether these results would relate to the aforementioned ¿workup¿. The cup and femoral component were not appearing loose but the diagnosis was possible loosening. There was some bone erosion around the femoral neck that was impinging on the acetabular component. The cup remained in-vivo. Based on the available information the reason for the pain, a possible loosening and results from pathology remain unclear. A possible relation to the reported impingement cannot be excluded. No information on the alleged blood metal ions was provided. It was also noted that use of a competitor¿s stem (stryker), femoral head (zimmer biomet) and admx liner (stryker) these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.